Event description:
Patient was revised to address an affixus nail which had broken between the ar screw and the lag screw. The doctor stated that the nail was placed one to two centimeters too far lateral. He also said the fracture was partially healed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. (B)(4) the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. Provided information states the nail was placed one to two centimeters too far lateral and the fracture was partially healed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.